Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was replaced because the patient had a chronic problem with migration of the ICD within the abdominal pocket. The ICD had been sutured and re-sutured into place, but broke free and would move or 'float' around, twisting the leads. The physician elected to replace the ICD with a pectorally located system. The leads were found to be ok, and were capped when the system was replaced. The ICD was returned to cpi for analysis.